Event description:
It was reported that the programmer froze in the middle of a software installation. The programmer was returned for service. It was further requested that the software be reloaded and tested, and that the programmer receive updated parts. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the phenomenon that the programmer froze during a software update. Analysis also found that an electrocardiogram (ECG) connector of the link electronic module (lem) was loose. The lem board was replaced and calibrated. Product ID 2067 radio frequency programmer head.